Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was unable to hear the click sound when he pressed the buttons on the replacement insulin pump. Due to customer's vision issue, he relied on the click sound to proceed. Customer's blood glucose level was 100 mg/dl. After troubleshooting he was able to hear the click on the insulin pump when pressing the buttons. The device was not returned.